Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified other similar incidents from this lot. The investigation determined the reported difficulties appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the initially filed report, the following information was received: it was confirmed that two devices, a non-abbott guide wire and non-abbott intravascular ultrasound (ivus), were in the copilot when the leak occurred. The ivus became bent when it was inserted into the copilot. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a copilot cap was too stiff, which caused blood to spurt out of the valve. An unspecified device became bent when it was attempted to be inserted into the copilot. A non-abbott y-connector was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.